Event description:
The customer reported a false high spo2 value (constantly at 100%). No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a false high spo2 value (constantly at 100%). No pt harm was reported. When it is possible to obtain a constantly increased spo2 numeric, this is considered a malfunction which could result in a delay in treatment, failure to recognize a change in pt condition, and possibly be a factor in serious injury/death. Philips healthcare will therefore report this issue. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.